Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during preparation at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: the lot was manufactured from november 27, 2020 - november 28, 2020. H10: the device was received for evaluation. The fill port tubing was cut where the customer likely drained the contents. Visual inspection along with magnification was performed and did not identify any abnormalities that could have contributed to the reported condition. No particles were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.